Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Packing damaged. It was reported that during the surgery, noted the sterile packing was damaged with a hole.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states: ¿packing damaged. It was reported that during the surgery, noted the sterile packing was damaged with a hole as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the physical device was not returned for examination. This investigation is based on (B)(4)customer photo. The customer photo confirms the product identification details including lot number, product type and expiry date. The photograph confirms a hole in the powder bag approximately 1mm in length, situated approximately 3mm up from the supplier seal. There is no indication of the cause for the hole. There does not appear to be any loose powder on the exterior of the bag, although this could be because the hospital has cleaned the bag in order to take a clear photo of the hole. There is nothing in the complaint description to confirm if this is the case. The process for packing the powder bag is a manual one, and the state of packaging is checked at least 3 times throughout the packaging process. If the hole was apparent during these checks, the device would have been rejected. If the hole had been caused during transport or storage, loose powder throughout the packaging would be expected. It is not possible to confirm the cause of this issue with the information available. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 15 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.